Event description:
It was reported that when using the pyxis anesthesia system the user was unable to login. The customer stated that this malfunction occurred while user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that their was a login issue. The technical support specialist advised to reach out to hospital it to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.